Event description:
A philips employee became aware of a journal article (published online 01mar2019) ¿caliber-targeted reinterventional overdilation of iliac vein wallstents¿. The study retrospectively aimed to investigate whether modest overdilation of the wallstent by 2 to 4 mm (10%-20%) beyond the rated diameter would yield better mechanical clearance of isr/sc, leading to a larger flow channel, improved conductance, reduction of peripheral venous pressure, and better clinical outcome. A total of 274 previously stented limbs that underwent reinterventional balloon dilation were enrolled in the study between 2013 and 2016. Philips volcano visions pv .014p rx digital ivus catheters were used during the procedures. Procedural complications included 16 access site hematomas, and 68 patients experienced postoperative back pain of limited duration controlled by routine analgesics without requiring readmission. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 01mar2019 has been used, the date of publication. Raju s, knight a, buck w, may c, jayaraj a. Caliber-targeted reinterventional overdilation of iliac vein wallstents. J vasc surg venous lymphat disord. 2019 mar;7(2):184-194. Doi: 10.1016/j.jvsv.2018.06.015. Pmid: 30771830. This report captures the serious injuries that occurred after use of the visions pv .014p rx device. There was no alleged malfunction of any philips volcano devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 59 (26-89) in overdilation group n=203, and 63 (28-86) in isodilation group n=71. A3a) patient sex - male female 1:2 (n=274). A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, 510(k) number, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, hematoma is listed as a possible complication with use of the visions pv .014p rx device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.